Event description:
It was reported that the patient presented remotely via melrin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The patient experienced no consequences.

Event description:
Additional information noted that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The patient experienced no consequences.